Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of july 1, 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023, and the day of adverse event reported at one day (pod1) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of "renal pelvis perforation." Imdrf impact code f1901 captures the reportable event of "second procedure is required."

Event description:
It was reported to boston scientific corporation that a clear renal sheath was used during a percutaneous nephrolithotomy (pcnl) procedure performed sometime in (B)(6) 2023. Following the procedure, the patient experienced a renal pelvis perforation, which was managed with prolonged nephrostomy tube drainage. A secondary procedure was also required. Per physician's assessment, the event was serious, was probably related to the device, and causally related to the procedure.